Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose 598 mg/dl. The customer was treated with intravenous drip. Customer was experienced symptoms like vomiting. Customer was in emergency room. The customer also stated that they did allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).